Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic appendectomy, after the functional end-to-end (fee) extracorporeal anastomosis of the small intestine and colon for reconstruction, the jaws were opened and the surgeon attempted to remove the cartridge from the intestinal tract, however, the cartridge could not be removed. When the intestinal lumen was observed, the mucosa was clamped in the groove part of the knife of the cartridge fork. Since the cartridge could not be removed gently, the mucosa was sutured and dissected with thread, and the cartridge was removed from the intestinal mucosal surface.